Event description:
It was reported that an attempt to manage this right ventricular (rv) lead was complicated by loss of access during the procedure, requiring the use of a snare via the groin of the patient to retrieve the lead and restore wire access. This rv lead was replaced and not implanted. No adverse patient effects were reported.